Event description:
It was reported to philips that the shock delivery buttons are not functioning. There was no patient involvement. The customer worked with the technical support representative. The device needs external paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles, the replacement for which was ordered to customer. The customer to install paddles. The device remains at the customer site and no further evaluation is warranted at this time.